Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with clear fragments. Visual inspection confirmed the complainant¿s experience of a broken obturator tip. The clear fragments were identified to be from the obturator tip. Based on the condition of the returned unit, it is likely that the reported event was caused by the obturator being more susceptible to fracture.

Event description:
Procedure performed: sleeve gastrectomy event description: introduction of the trocart. The tip of the trocart broke during use additional information received from applied medical representative via email on 3-jan-2022: the procedure performed is a sleeve gastrectomy, which took place on the 10th of december. The break is not clean, multiple pieces were found inside the abdominal cavity. The surgeon believes he retrieved all the different pieces from the abdominal cavity. Type of intervention: retrieval of separated parts patient status: ok

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: introduction of the trocart. The tip of the trocart broke during use. Patient status: ok.